Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. The customer's sensor glucose reading was 80 mg/dl but her blood glucose level was 120 mg/dl. The customer received calibration error, change sensor, and meter blood glucose now alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.